Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that, post-operatively, the customer saw "after making control after" 1 hour of liquid draining at the ICU, that no liquid had been filling up the reservoir, but instead in the attached drainage bag. Even after adjusting all the clamps below the reservoir, the liquid was just ran directly into the drainage bag. Several adjustments on the line with the clamps were made, but nothing helped to collect the liquid in the reservoir, just in the drainage bag. The customer switched to a new external drainage and monitoring system. There comments from the healthcare professionals was that this system was not working correctly. There was no reported delay to the procedure. There was no reported impact to the patient. It was noted that the patient had a shunt implant (not verified if it is a medtronic shunt) which is undergoing advanced monitoring of liquid drainage from the head. The patient was suspected to have encephalitis or a malfunction of the shunt.

Event description:
Cause is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.